Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician had wired the left superior pulmonary vein (lspv) and deployed the catheter to basket. Then, the physician tried to pull back the wire and found that it was stuck. The whole catheter was removed and replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.